Manufacturer narrative:
An eve of one leaflet having difficulty closing completely could not be confirmed. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 21mm regent valve was selected for an implant. The holder handle fully inserted into the orifice at a 90 degree angle and the physician rotated the valve with the valve rotator with some resistance felt when rotating. During the procedure, one of the leaflets got stuck and had difficulty closing completely with only one side working. The device was explanted and a new 21mm regent valve was successfully implanted. The patient was reported to be in stable condition.